Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra smart coil system include, but are not limited to, thromboembolic episodes, vessel spasm, thrombosis, dissection, or perforation, peripheral thromboembolic events, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on 17-dec-2020, penumbra inc. Became aware of a journal article titled, "smart coils for intracranial aneurysm repair ¿ a single center experience." (Daniel et al. 2020). This article reports a single-center retrospective analysis of forty-nine patients who underwent procedures using penumbra smart coils (smart coils) and non-penumbra microcatheters between july 2016 and august 2018. There was no reported malfunction or device-specific complication with any smart coil. However, it was reported that one microcatheter prolapse and four thromboembolic complications occurred of which none had a clinical sequelae. It should be noted that the microcatheter prolapse was not related to any penumbra product. It was also reported that there were too many confounding factors to correlate the four thromboembolic complications to any specific coil. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all adverse events within this literature source.